Manufacturer narrative:
(B)(4). The valve was patent and passed siphon testing. The valve did not meet the requirements for leak testing due to a tear on top of the delta chamber. It is unk how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. The valve did not meet the requirements for reflux testing. In addition, the valve did not meet the established specifications for pressure-flow and preimplantation testing for pressure levels 1.5 and higher. Proteinaceous debris was noted inside the adjustment mechanism and reservoir, which may have affected the performance and reflux of the valve. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of MFR.

Event description:
It was reported to medtronic neurosurgery that valve failure was suspected.